Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set). The patient was connected at the time of the alarm. This occurred during the initial drain. During troubleshooting, the patient stated that the transfer set was broken. The technical services representative assisted the patient in ending therapy. The patient was to contact their nurse to replace the transfer set. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.